Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 7.9 mg/day) via an implantable infusion pump. It was reported that the patient had a MRI performed on (B)(6) 2020 and the pump stalled as expected. The patient did not have the pump interrogated until today during a refill appointment and the pump was found to be stalled. It was noted that after the pump was read the logs showed "motor stall recovery (B)(6) 2020 at 12:37 pm".